Event description:
Event description cpi received information that this bipolar lead was removed from service because the patient had a first rib clavicular crush. The physician elected to replace the implantable pulse generator (ipg) along with the lead.